Event description:
It was reported that patient came in with damage to their driveline and no external power alarms. They started that the alarms occurred when they touched the damaged area. There were not any driveline faults noted so vad coordinator was not sure it was actually the driveline causing the issue. Controller and modular cable were exchanged. Log files captured several no external power events on (B)(6) 2023 between 21:22:54 & 21:26:45. It appeared the patient was trying to switch from battery power to the mobile power unit (mpu) but kept getting no external power alarms, so the patient switched back to battery power. It was advised to inspect the mpu, patient cable and power lead connector and pins for integrity. Additional information stated that the damage was on modular cable. There were no further alarms after modular cable and controller exchange. Related mpu is reported under MFR# 2916596-2023-06373.

Manufacturer narrative:
Related mpu is reported under MFR# 2916596-2023-06373. Manufacturer's investigation conclusion: the reported event of a damaged outer layer of the modular cable was confirmed via the submitted picture. The mod cable, lot 7327186, was not returned for analysis. There were no adverse events related to the damage. The provided picture confirmed a bunched polyurethane outer jacket and damaged controller connector strain relief. No underlying damage to the wires could be seen. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). There were no notable alarms active in the log file pertaining to modular cable damage. Additional information provided stated that the cable was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.